Event description:
It was reported that the patient presented at clinic for a lead revision procedure due to a loss of capture noted on their right ventricular (rv) lead. Upon x-ray, it was noted that the patient's rv lead perforated through the epicardium, resulting in an effusion. The patient was transferred to the operating room. The rv lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies.